Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During implant, the cannula went all the way into the left ventricle (lv) with repositioning sheath advancement, the pigtail looped around on the shaft. The cannula ended up twisted, kinked, and in the aorta. The cannula was pulled into the descending aorta and after several minutes of manipulation, it was detangled. A stiff j wire was placed to rewire the port, and all placement items were removed without issue. Patient survived the procedure, and condition was stable post procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.